Manufacturer narrative:
The architect c16000 instrument logs were reviewed. The review conclusion is as follows: instrument hardware (cuvette washer) malfunction causing cuvette contamination is the likely cause for the incorrect results for sid (B)(6) . The malfunction was intermittent, and no sufficient error message was generated to alert the operator. A review of historical data revealed no adverse trend, systemic issues, or nonconformance associated with the issue described in this complaint. The architect system operations manual provide adequate labeling with regard to maintenance and troubleshooting the reported issue (discrepant results). The architect c16000 system service and support manual provides instructions for the removal and replacement of the parts associated with troubleshooting the issue. Based on the investigation, no deficiency was identified.

Event description:
The customer stated that falsely elevated architect aspartate aminotransferase (ast) and alanine aminotransferase (alt) results were generated for a pregnant patient. The following data was provided. On (B)(6) 2023, sid (B)(6), architect aspartate aminotransferase (ast) result: 302 u/l, architect alanine aminotransferase (alt) result: 205 u/l. Later the same day, the same sample was retested. Architect aspartate aminotransferase (ast) results: 25, 26 and 26 u/l architect alanine aminotransferase (alt) results: 21, 21 and 21 u/l a second sample was collected the same day. Sid (B)(6), architect aspartate aminotransferase (ast) results: 27 and 26 u/l, architect alanine aminotransferase (alt) results: 20 and 20 u/l. A third sample was also collected. Sid (B)(6), architect aspartate aminotransferase (ast) result: 25 u/l, architect alanine aminotransferase (alt) result: 21 u/l. The initial elevated results were reported out of the lab. Additional laboratory results were not available, but the customer stated there were no other abnormal results. The patient's presenting symptoms were not available from the customer. Based on the elevated ast and alt results, the patient was induced to give birth due to the risk of gestosis. The type/dose of medication used for induction was not available. The patient was 38 weeks and 4 days pregnant. The patient did not deliver the baby at that time as the doctor stopped the induction after she received the repeat values which were normal. The patient delivered the baby 2 weeks later. The customer stated there was no harm to the patient or the baby.

Manufacturer narrative:
This issue was previously reported under MDR numbers 3002809144-2023-00355 and 3002809144-2023-00356 under different suspect medical devices. The suspect medical devices were changed on (B)(6) 2023 upon further investigation of the customer issue. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that falsely elevated architect aspartate aminotransferase (ast) and alanine aminotransferase (alt) results were generated for a pregnant patient. The following data was provided. (B)(6) 2023, sid (B)(6). Architect aspartate aminotransferase (ast) result: 302 u/l. Architect alanine aminotransferase (alt) result: 205 u/l. Later the same day, the same sample was retested. Architect aspartate aminotransferase (ast) results: 25, 26 and 26 u/l. Architect alanine aminotransferase (alt) results: 21, 21 and 21 u/l. A second sample was collected the same day. Sid (B)(6). Architect aspartate aminotransferase (ast) results: 27 and 26 u/l architect alanine aminotransferase (alt) results: 20 and 20 u/l a third sample was also collected. Sid (B)(6). Architect aspartate aminotransferase (ast) result: 25 u/l. Architect alanine aminotransferase (alt) result: 21 u/l. The initial elevated results were reported out of the lab. Additional laboratory results were not available, but the customer stated there were no other abnormal results. The patient's presenting symptoms were not available from the customer. Based on the elevated ast and alt results, the patient was induced to give birth due to the risk of gestosis. The type/dose of medication used for induction was not available. The patient was 38 weeks and 4 days pregnant. The patient did not deliver the baby at that time as the doctor stopped the induction after she received the repeat values which were normal. The patient delivered the baby 2 weeks later. The customer stated there was no harm to the patient or the baby.